Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to pacing not delivered when required. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead had been programmed off for approximately one year due to loss of capture when programed to maximum outputs. No additional adverse patient effects were reported.